Event description:
It was reported that prior to an unk procedure, the handpiece did not work. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the instrument was received in good physical condition; no loose mount was noted. The hand piece was tested on a generator and was found to be functional. However, its no longer meets design specifications for phase margin. The hand piece was disassembled, a torn acoustic isolator was found in the instrument.